Event description:
As reported by the user facility: customer reports they are getting leaking at the y sites about 1 or 2 sets per week. Over the last month, reports the leak is occurring only with chemotheraputic agents and only very late in the infusion. No leaks with regular IV fluids. Last leak was with taxotere, a 90 minute infusion started leaking in the last 15 minutes. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incidents. All samples have been discarded and there is no more inventory of the reported lot in the facility.

Manufacturer narrative:
The actual devices in the reported incidents were not returned to the manufacturer to be evaluated. Without the actual samples a thorough eval could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design spec and passed the joint integrity test. There are no other reports of this nature against the reported lot of product.